Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and salpingitis ('chronic salpingitis') in an adult female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: hypersensitivity\diagnosed nickel allergy: yes"), allergic rash ("allergy: rash condition"), allergic skin reaction ("allergy: skin condition"), psychological trauma ("psych injury"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), visual impairment ("other injuries/symptoms: vision problems"), nausea ("other injuries/symptoms: nausea"), headache ("other injuries/symptoms: headaches"), migraine ("other injuries/symptoms: migraines") and abdominal distension ("if "other" please describe: bloating") and was found to have weight increased ("other injuries/symptoms: weight gain") and hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, salpingitis and psychological trauma outcome was unknown and the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, allergy to metals, allergic rash, allergic skin reaction, fatigue, alopecia, weight increased, visual impairment, nausea, headache, migraine, hormone level abnormal and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergic rash, allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, salpingitis, visual impairment, weight increased and allergic skin reaction to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2010 and (B)(6) 2017. On unknown date tubal ligation surgery were performed. Plaintiffs received treatment for apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, hypersensitivity, rash, skin condition, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test -not specified results: bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received. Lot number & reporter added. New event added- chronic salpingitis. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') and salpingitis ('chronic salpingitis') in an adult female patient who had essure (batch no. 664586) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: hypersensitivity\diagnosed nickel allergy: yes"), allergic rash ("allergy: rash condition"), allergic skin reaction ("allergy: skin condition"), psychological trauma ("psych injury"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), visual impairment ("other injuries/symptoms: vision problems"), nausea ("other injuries/symptoms: nausea"), headache ("other injuries/symptoms: headaches"), migraine ("other injuries/symptoms: migraines") and abdominal distension ("if "other" please describe: bloating") and was found to have weight increased ("other injuries/symptoms: weight gain") and hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, salpingitis and psychological trauma outcome was unknown and the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, allergy to metals, allergic rash, allergic skin reaction, fatigue, alopecia, weight increased, visual impairment, nausea, headache, migraine, hormone level abnormal and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergic rash, allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, salpingitis, visual impairment, weight increased and allergic skin reaction to be related to essure. The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2010 and (B)(6) 2017. On unknown date tubal ligation surgery were performed. Plaintiffs received treatment for apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, hypersensitivity, rash, skin condition, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test -not specified. Results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/ expulsion: breakage') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("allergy: hypersensitivity\diagnosed nickel allergy: yes"), rash ("allergy: rash condition"), skin disorder ("allergy: skin condition"), psychological trauma ("psych injury"), fatigue ("other injuries/symptoms: fatigue"), alopecia ("other injuries/symptoms: hair loss"), visual impairment ("other injuries/symptoms: vision problems"), nausea ("other injuries/symptoms: nausea"), headache ("other injuries/symptoms: headaches"), migraine ("other injuries/symptoms: migraines") and abdominal distension ("if "other" please describe: bloating") and was found to have weight increased ("other injuries/symptoms: weight gain") and hormone level abnormal ("other injuries/symptoms: hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage and psychological trauma outcome was unknown and the pelvic pain, female sexual dysfunction, dysmenorrhoea, dyspareunia, abdominal pain, menorrhagia, allergy to metals, rash, skin disorder, fatigue, alopecia, weight increased, visual impairment, nausea, headache, migraine, hormone level abnormal and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, device breakage, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain, psychological trauma, rash, skin disorder, visual impairment and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2010 and (B)(6) 2017. On unknown date tubal ligation surgery were performed. Plaintiffs received treatment for apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, hypersensitivity, rash, skin condition, device breakage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test not specified results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-sep-2019: plaintiff fact sheet was received. Event injury was deleted device category changed from device other event to incident. Events added from pfs apareunia, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia, hypersensitivity, rash, skin condition, device breakage, psych injury, fatigue, hair loss, weight gain, vision problems, nausea, headaches, migraines, hormonal changes¸ bloating. Reporter information, date of birth, events outcomes, lab data were added. Essure insertion date were updated. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.